Event description:
A male with renal disease (creatinine value: 1.9mg/dl), ischemic heart disease, hypertension (on medication), and a previous history of a hostile abdomen, underwent aaa repair in 2007. The pt's anatomical form was considered suitable for endovascular repair. The procedure was conducted as labeled. The right internal iliac artery was coil embolized during the procedure. After the stent graft deployment, a contralateral distal type 1 endoleak was confirmed. The physician placed another MFR's stent at the contralateral distal site and resolution of the endoleak confirmed. Six days later, four months later, and 2008, the pt followed up and no adverse symptoms were observed. Pt has recovered.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. Although no evidence exists to contradict the validity of the complaint description, there is no corroborating evidence at this time to consider the complaint confirmed. At this time there is no evidence to suggest the device was not manufactured to spec. The device remains implanted and no images were provided to assist in this investigation. However, we have notified the appropriate individuals and we will continue to monitor for similar events.